Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on, damaged monitor case) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to the j1001 connector on the monitor computer/analog pca. The connector was pulled from the j1001, causing bent pins on the connector. The root cause for the bent connector pins could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor would not power on and had a damaged monitor case.